Event description:
It was reported that the customer was unable see the screen of her insulin pump clearly and that the batteries needed replacement every two to three days. Her blood glucose was unknown at the time of reporting. She stated that the insulin pump was cracked and had a "foggy" screen. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. The back light functioned properly, no back light anomaly noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker. No cracked screen noted. Insulin pump had moisture damage on electronic and motor assembly.